Event description:
The rptr stated rptr had not been using meter for a month, since a routine visit to the doctor, at which time hcp meter comparison tests were done. Pt's meter read 7 mg/dl, tested side by side with the doctor's meter (brand unknown) which had a result of 215 mg/dl. No treatment was given . Pt's doctor told pt to continue insulin as usual. Pt reported that test strips had sometimes been exposed to sun. No symptoms were reported. On follow up, a control test of 122 was in range, (92-138). No harm was alleged.